Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The electrode belt failed incoming insulation resistance testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the pulse wires in the cable connecting the distribution node (dn) and front therapy electrode (te) and in the cable connecting the dn and rear te were damaged. The cause of the incoming test failures is the damaged pulse wires. The root cause of the damaged pulse wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.